Manufacturer narrative:
B)(4).

Event description:
It was reported that episodes of non sustained oversensing was observed. The lead was capped and replaced. The patient was in a good condition after the event.